Event description:
The hcp reported, the patient had experienced a seizure in 2007. One month later, the patient came in for a refill and there was 7.5 ml of drug in the pump when there should have been 3.8 ml. Four days later, the patient was on the floor in his room and was too weak to get up unassisted by the care staff. He was experiencing urinary incontinence, increased respirations, and later, nausea and sleepiness. His vitals were within normal limits. Six days later, the patient was seen by his hcp and x-rays were taken (no results reported). The patient is being treated by decreasing the baclofen dose by 10% every week in an attempt to wean him from the pump. The next month, the patient was again seen in the clinic where 13 ml were removed from the pump reservoir with an expected volume of 4.0 ml. The hcp does not plan on giving oral baclofen. The patient has noted a slight increase in his tone but is not showing any signs of withdrawal. Additional information has been requested from the patient's hcp but was not available on the date of this report.

Manufacturer narrative:
.